Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a non-medtronic mechanical valve. The reason for explant was not reported. No additional adverse patient effects were reported.